Event description:
Surgical light focusing vanes are made of plastic and are breaking off of operating shafts. Broken parts cannot reach pt because of the plastic lens. Parts are failing probably due to the high temperatures encountered inside the light.